Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventralex device used to treat the patient. The attorney alleged that the patient developed a "recurrence, adhesions, and small bowel obstruction". Recurrence and adhesions are known risks of surgery and listed in the instructions-for-use as possible complications. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2017 - patient began to suffer from recurrence, adhesions and small bowel obstruction. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2017 - patient began to suffer from recurrence, adhesions and small bowel obstruction. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected free of the underlying skin. Patient had a second subcutaneous pocket with small bowel was actually stuck into the hernia was found. Multiple adhesions of small bowel were taken down until the small bowel could be freed from the subcutaneous pocket. The defect was closed with interrupted sutures. A ventralex mesh was placed in the abdomen and sutured in four corners with suture. The rest of the fascia was then closed in a transverse manner with sutures.¿ (B)(6) 2017 - patient was diagnosed with ventral hernia, small bowel perforation thereby underwent open repair with the removal of mesh. Per operative notes, ¿the hernia sac was identified and dissected free. The sac was entered and found that small bowel was adherent to the hernia sac was taken off and the sac was resected. There was smaller intestine densely adherent to the previous scar as well as to the previously placed mesh. The ventralex mesh was contracted and stuck to multiple loops of small bowel. Adhesions between the intestine, the mesh, and the scar were taken down and the mesh was removed. There was serosal tear in small intestine was repaired with interrupted sutures and another segment of small intestine was found to be completely deserosalized. Thus, the segment of intestine was resected. The mesenteric defect was closed with sutures. The defect was then closed in a transverse manner with interrupted sutures. ¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent robotic repair with the implant of synthetic mesh. Per operative notes, ¿patient was found to have extensive small bowel adhesions to his anterior abdominal wall and the small bowel stuck inside the hernia was just above and to the left of the midline. Extensive adhesiolysis was carried out. The small bowel was dissected away from the abdominal wall. The defect was closed and synthetic mesh was then placed with the center overlying the center of the previously closed defect and sutured circumferentially to the abdominal wall.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventralex device used to treat the patient. The attorney alleged that the patient developed a "recurrence, adhesions, and small bowel obstruction". Recurrence and adhesions are known risks of surgery and listed in the instructions-for-use as possible complications. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of ventralex mesh, patient was diagnosed with bowel perforation, hernia recurrence and adhesions thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g4 (PMA/510(k)), g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.